Event description:
It was reported that the device was used during a vaginal hysterectomy. It was reported that the staples on the proximal side did not form properly. Another device was used to complete the case. There was no patient consequence.